Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation wasn¿t helping the pain in her legs and that this has been happening since 2014. She has tried different settings and none of them give her relief and it¿s in her lower legs. They have been hurting for 15 years, but lately, they have been hurting constantly. It started getting worse 3 years prior to the report in 2014. The patient is having the implant out in (B)(6) of 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.